Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary the cause of the priming problem was due to dextrose buildup as issue was able to be reproduced with returned product and after dextrose was cleared, purge cassette was able to de-air and purge without issue. Device history device lot : 1939745 device history subcomponent lot : n/a device history review purge cassette sn (B)(6) passed all inspection checks.

Event description:
On day 4 of impella cp support, there was an issue with the purge system. In response to an active "air in purge system" alarm, the system was bled three times and monitored for over 30 minutes. Pump function and pump metrics were all normal during the active alarm. The alarm was resolved by replacing the purge cassette.